Event description:
This complaint was created by the finding of maude report number mw5156246 on 8jul24. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an unknown conmed pencil device. The catalog number and lot number were not listed. The date of the procedure is unknown also. The reporter remained anonymous in the report. The report states, ¿according to the reporter, during a procedure, the unit had cautery issues. The patient was burned using a conmed pencil and ft10.¿ the patient problem field on the report states, "superficial (first degree) burn". There are no other details for conmed to investigate. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5156246 on 8jul2024. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an unknown conmed pencil device. The catalog number and lot number were not listed. The date of the procedure is unknown also. The reporter remained anonymous in the report. The report states, ¿according to the reporter, during a procedure, the unit had cautery issues. The patient was burned using a conmed pencil and ft10.¿ the patient problem field on the report states, "superficial (first degree) burn". There are no other details for conmed to investigate. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. We will continue to monitor for trends through the complaint system to assure patient safety.